Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had severe pain around the device and that it was not working. It was also reported that patient bloated in the stomach, hands and feet and everywhere else. No further complications were noted or anticipated.

Manufacturer narrative:
The patient's updated information of using catheters have updated the outcome attributed to adverse event to "other" for retention. Additional patient codes added are (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on 2017-nov-06 reported the circumstances that led to severe pain and bloating everywhere were when they felt the pain getting worse and worse their activity went downhill from there. The patient reported the steps taken to resolve the issue were that they were using catheters, illegible text and hot packs and that was all. The patient further clarified their statement ¿is not working¿ by stating it felt like it was not working and that they were going a ton/ and it felt and hurt all at the same time. There were no further complications reported/anticipated.